Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that due to the strong vascular tortuosity present during the guidance of the rist, the pipeline was guided under these conditions. As a result, the delivery wire was more rigid, and its recoil caused both the rist and the wire to slip down to the aorta, necessitating retrieval.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after guiding the phenom 27 to the distal end of the aneurysm, the pipeline was inserted and tried to expand it from the distal end; the rist was stuck in the proximal end, so the product was collected. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were reported. Additional information was received stating that the aneurysm was located in the c5 clinoid classification with a max diameter of 5mm and neck diameter of 3mm. There seemed to be some resistance in the insertion/during delivery. No defects in particular occurred with the pipeline and phenom 27. The rist was noted to have been dropped to the proximal end. The physician said that this was caused by a problem with the blood vessels. In order to complete the procedure, the physician tried again with a fubuki xf and was able to place it successfully. Ancillary devices include a 107f079105 guiding catheter, phenom27 microcatheter, synchro select standard guidewire. Additional information received reported the there was resistance during pipeline deployment, and there was a deployment failure at the distal position. No complaint against phenom27. No other abnormalities or malfunctions occurred. Vessel tortuosity was severe. Fa was implemented and the procedure was completed. The cause of the failure to open was speculated that it was due to the shape of the blood vessels and the shape of the aorta. The pipeline was placed in a vessel bend when it failed to open. No additional steps were taken to open the pipeline. Continuous catheter flush was administered during the procedure. No damage was observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.